Event description:
It was reported that a flogard infusion pump generated an unspecified alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. The reported condition of an unspecified alarm was confirmed during device evaluation as an f-10 alarm. Visual inspection and functional testing were performed. The cause was determined to be defective force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition.